Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). Attempt was made to gather thorough event information during complaint processing; there was crank-shaped calcification in the lesion. It was the lesion related issue not the device issue. The patient had experienced no adverse effects and would be discharged within three days after the procedure. When the subject microcatheter was returned for evaluation, reportable device defect (possible tip fragmentation) was recognized. Thus the date the manufacturer became aware of the event was considered the date the device returned. The concomitant guide wire was inserted in the subject microcatheter when the devices were returned. Both devices were stuck and the guide wire could not be removed from the catheter. The catheter tip was microscopically observed. It revealed that approximately 6mm of distal segment of the guide wire was out of the catheter tip. The catheter tip was compressed and the fractured core wire of the guide wire was found near the catheter tip. The fractured core was also microscopically observed. It revealed the core fracture surface was flat and helical marks were on the core wire shaft; these finding suggested that the fracture occurred due to accumulated torsion. When the microcatheter and the guide wire were observed under the x-ray, it was found that the coil wire of the guide wire remained in one piece although it was elongated. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that the catheter tip was compressed by repeated pushing manipulation when the catheter was advanced to retrieve the damaged guide wire. Because of the fractured core wire of the damaged guide wire, the catheter advancement was blocked yet pushing manipulation was assumed to be continuously applied, making the catheter tip to be compressed. There was no indication of product deficiency. Although no adverse patient effects were reported, tip damage was so severe that a possibility could not be ruled out that possible tip fragment(s) might be left in the anatomy. Instructions for use states that: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] damage.

Event description:
It was reported that during a pci to treat a heavily tortuous and heavily calcified cto lesion in the lad #7, an asahi guide wire was used with an asahi penetration catheter. The guide wire could cross the lesion but the catheter failed when deformity of the guide wire was found under fluoroscopy. The wire operability was felt deteriorated so that the catheter and the guide wire were removed together when peeling of the wire coating was found recognized. A new asahi guide wire was replaced and advanced with a new asahi microcatheter. Although the new guide wire could cross, a balloon catheter and a penetration catheter could not cross the lesion. Laser ablation did not work. An asahi dual-lumen catheter was then advanced along the guide wire and a second guide wire was also advanced via otw lumen in order to widen a path through the calcified lesion; however, the guide wire was trapped by calcium and its coils became elongated. After removal of the dual-lumen catheter, the subject microcatheter was delivered over to retrieve the guide wire. Both the guide wire and the subject microcatheter were then removed. A rota wire was then advanced but deformed due to the lesion, so that rotablation could not be performed. The procedure was finished with reestablished blood flow of a >75% stenosis in the lmt.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.